Event description:
N/a.

Manufacturer narrative:
Updated field: d4 (UDI#), d9, g3, g6, h2, h3, h10. The retractor, 4 blunt - jarit (205111) was not returned for evaluation and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and the device history record (DHR) could not be reviewed. The customer reported that the item was discarded after photos were taken. Visual evaluation of the images provided by the customer indicated that the retractor had a broken screw hole. The reported complaint was confirmed. This damage may be the result of wear or rough handling/environmental damage.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
The following information was received via medwatch/MDR report# mw5118724: after surgery finished and the patient was out of the operating room, scrub tech was cleaning up and noticed that a screw was loose on a miltex retractor and attempted to tighten the screw. In doing so, the screw and hinge portion of the retractor fell off. In inspection of the whole miltex, the screw-hole of the hinge was missing less than 1mm portion of metal. A follow-up was made to the initial reporter to identify the serious injury/invention required reported on mw5118724. The reporter confirmed that no serious injury or medical intervention was required during this event. The reporter confirmed that the product problem was discovered after the surgery. No patient injury or surgical delay occurred. It was not suspected that any part broke in the patient.